Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an endoscopy procedure, the patient's ventricular lead exhibited loss of capture and high impedance in bipolar configuration. A insulation anomaly was suspected. No intervention or patient symptoms were reported. The patient would be monitored.